Event description:
It was reported that patient presented during a follow up in clinic. Upon investigation, it was discovered that the device had reached premature elective replacement indicator (eri). Previous battery check on (B)(6) 2016 showed 2.4 to 2.7 years remaining longevity. There were no shocks or programming changes. The device was explanted and replaced on (B)(6)2017. Patient was stable post procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid integrated circuit. The cause of the high current was isolated to an integrated circuit failure.